Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displayed an error 1 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2017 at 10:30pm. The patient manages her diabetes with fixed insulin doses and consumed more food or drink from (B)(6) 2017 at 11:00pm after the issue occurred. The patient denied developing any symptoms as a result of the meter issue however stated that due to the meter issue she visited an emergency room (ER) where she had her blood glucose tested on an ER meter, however the patient couldn¿t specify the result obtained but stated that it was ¿critically high¿ and she received treatment with IV insulin. During troubleshooting the cca noted that it was not the first time the meter had been used. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.